Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, consisting of one surgical lead and an ipg, on (B)(6) 2008. It was reported the patient could no longer establish communication with the device when using the patient programmer or the device charger. Further examination of the patient found that as a result of the patient's significant weight loss, the device pocket loosened, effectively allowing the device to flip within the pocket. The device was repositioned non-surgically and remained implanted. No additional information is available.